Event description:
It was reported that the catheter was used off-label to perform a posterior wall ablation and the patient experienced a stroke with cerebral infarcts, difficulty communicating, and strange behavior. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was used. A posterior wall (pw) ablation was also performed with the catheter, which constituted off-label use of the device as it is only indicated to perform pvi per the instructions for use (IFU). Routine electrical cardioversion was also performed during the procedure. The procedure was completed successfully, and the patient stayed overnight at the hospital for routine monitoring of the groin access site. The patient was discharged the following day, but later that same day the patient was brought to the emergency department (ed) for difficulty communicating and strange behavior. A nurse assessment upon admission was within normal limits per the medical record. A magnetic resonance imaging (MRI) scan was performed which showed two acute punctate cerebral infarcts. Neurology was consulted and computed tomography angiography (cta) of the head and neck was conducted, which came up negative. The patient was already on an anticoagulation medication and was anticoagulated during the procedure as well. The patient's last known normal baseline was unknown, so tissue plasminogen activator (tpa) was not administered. The patient was monitored at the hospital but was expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.